Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019.

Event description:
The customer reported the device cannot be powered on. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 19aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported problem. The fse attributed the failure to a faulty power management. The error log showed a "check vent error." The pressure accuracy test, airflow test, and oxygen concentration accuracy test were performed following the repair and no other abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 16dec2019. Report date: 18dec2019. The reported issue was confirmed by operational check performed. The field service engineer (fse) investigated the cause and confirmed that the issue was caused by malfunction of power management printed circuit assembly (pca) controlling and watching supply of power. Therefore, power management pca needs to be replaced. Occurrence of check ventilator error, oxygen device failed, was confirmed in the error record. Pressure/flow volume/oxygen concentration accuracy tests based on the check sheet were performed as a functional test, but since no failure was found, it is assumed that the error was caused by an external factor such as the circuit. Since 100 days have passed since when the quotation was created, the fse has canceled the repair and returned the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.